Event description:
The distributor in (B)(6) reported to a carefusion technical support representative, "when switching on the ventilator the screen remain blank and but all the leds stays on and its alarming". No pt involvement.

Manufacturer narrative:
Carefusion technical support issued an rga (returned authorization number) for the alleged failed uim. The component has not returned as of the date of this report. If further info is gathered upon receipt and eval of the component carefusion will issue a follow up medwatch report.